Event description:
It was reported that the patient had experienced a loss of therapy and impedances were over 2,000 ohms on all unipolar pairs. The ins was replaced, and it was noted that there was a crack in the extension wire where it connected to the lead. The extension was also replaced, and impedances were seen in the 4,000 to 5,000 range. The impedances improved once stimulation was turned on for a little bit, and it was reported that the issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3387 lot# l72454, implanted: 1999 (B)(6), product type lead. (B)(4).